Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and confirmed a blockage when the stylet was inserted, confirming the clinical observation. Visual inspection revealed the conductor coil was deformed/offset. This type of damage is likely the result of over torque at the distal end of the terminal pin, causing the stylet to not go beyond the terminal pin. Also, based upon the clinical observations and the laboratory findings, it's likely that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited low amplitudes. During a lead revision procedure, this rv lead was unable to retract the helix without a stylet. When attempting to place a stylet into the lead, it would not go beyond the terminal pin. This rv lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: device analysis in h11. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was present in the helix housing. A stylet insertion test was completed and it was confirmed a stylet could be inserted no further than approximately 7 millimeters (mm) from the terminal pin. An x-ray of the lead found the conductor coils were deformed/offset, likely as a result of overtorque of the lead, preventing full insertion of a stylet. Because a stylet cannot be inserted into the lead, a helix mechanism test is not possible; however, the observation of dried blood/tissue in the helix housing suggests the extendable/retractable helix would not likely function as expected. Resistance testing confirmed the lead was electrically continuous and the internal insulation was intact. Pressure testing confirmed the outer insulation was also intact. No lead issues were noted that would have contributed to the observed low amplitude measurements; they can be attributed to the observed dislodgement. Analysis concluded the conductor coils in this lead became offset, likely due to overtorque, resulting in the inability to fully insert a stylet within the lead. This, coupled with dried blood/tissue in the helix housing, contributed to difficulty in retracting/extending the helix. No manufacturing problems were identified. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited low amplitudes. During a lead revision procedure, this rv lead was unable to retract the helix without a stylet. When attempting to place a stylet into the lead, it would not go beyond the terminal pin. This rv lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited low amplitudes. During a lead revision procedure, this rv lead was unable to retract the helix without a stylet. When attempting to place a stylet into the lead, it would not go beyond the terminal pin. This rv lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.